Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The operator moved the c-arm towards an object within the robot's range of motion that was not part of the x-ray system's equipment and collided with it. Although the system has a collision computer that warns of the approach of objects known to it (e.g., patient table), unknown objects brought into the robot's movement radius by the operator cannot be detected. Therefore, it is the operator's responsibility to ensure that there are no foreign objects within the robot's range of motion. This is sufficiently described in the operating instructions. The damaged cover has been exchanged by the local service organization and the error has not been reported again. A malfunction of the system can be excluded. The occurrence rate of the given damage was checked and a possible general fault, which would require corrective measures of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. The user reported that the kuka robot collided with a surrounding object. At this time, there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.